Event description:
Consumer reports being concerned with the accuracy of the replacement meter. Feels the readings on the low end are not accurate. Analysis run on clark error grid using mean average reading (61) as ref. Point vs. Bd readings (102,20) yielded data points in the d range of the grid, outside acceptable limits.